Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported by the bwi representative that after about 6 or 7 ablations (3-5 minutes) after they started ablating in the posterior left veins they noticed that something was off with the force readings and the vector of the ablation catheter. To troubleshoot the caller created a new map and they were able to compare the two maps and they noticed some shifting of the map as if the left atrium (la) had shifted forward. No errors were displayed on the carto® 3 system and there was no patient movement or cardioversion. The caller stated the metal values were good and there were no issues with the patches. The caller stated the cs catheter also looked as if it had shifted. They ended up remapping with octaray and you could tell the map shifted based on the location of the veins. Device evaluation details: an investigation was initiated by the manufacturer to investigate the reported issue. The procedure data was requested for evaluation but full data was not available to investigate this case, only backup. As a result, it was not possible to reproduce or analyze the issue. The root cause of the reported issue was not determined. In addition, the history of customer complaints reported during the last year and associated with carto 3 system #(B)(6) was reviewed. 1 similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-apr-2024, the h6. Type of investigation codes were provided. These were inadvertently omitted from the product investigation details previously reported under supplemental (follow up) medwatch # 1. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4) on 4-apr-2024, it was noticed the incorrect manufacturer's ref # was reported in section h10. Additional manufacturer narrative of the 3500a supplemental (follow-up # 1). Incorrect manufacturer's ref # pc-001543335 correct manufacturer's ref # pc-001507345

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported by the bwi representative that after about 6 or 7 ablations (3-5 minutes) after they started ablating in the posterior left veins they noticed that something was off with the force readings and the vector of the ablation catheter. To troubleshoot the caller created a new map and they were able to compare the two maps and they noticed some shifting of the map as if the left atrium (la) had shifted forward. No errors were displayed on the carto® 3 system and there was no patient movement or cardioversion. The caller stated the metal values were good and there were no issues with the patches. The caller stated the cs catheter also looked as if it had shifted. They ended up remapping with octaray and you could tell the map shifted based on the location of the veins.